Event description:
It was reported that two (2) intraocular lenses (iols) became cloudy post implantation. Both lenses were explanted and replaced with other lenses. There was no patient injury reported. No further information was provided. This report is for the first lens. A separate report will be submitted for the second lens.

Manufacturer narrative:
Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the patient's race and ethnicity was inadvertently not entered in the section "a5" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino . Section a5: race: asian. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: feb 18, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received in the original lens case. Visual inspection under magnification revealed that the lens was received cut into four pieces. The johnson & johnson subject matter expert (sme) analysis of the returned product revealed that "several lens areas of haziness/cloudiness can be observed; however, it cannot be distinguished if those are related to true lens cloudiness/discoloration or to surgical material (i.e. Ophthalmic viscosurgical device) residuals because the pictures shown in both figures are for the uncleaned lens". The lens was cleaned, and no discoloration was observed on or inside of the lens. The complaint issue "discolored" could not be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.